Manufacturer narrative:
Multiple attempts have been made on 13feb2025, 21feb2025, 06mar2025, and 20mar2025 to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device would not power on. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that when powering on the device, it would go into vent inoperable (inop) and alarm. The biomedical engineer (bme) is unable to power on the unit for troubleshooting. It was agreed to replace the power management (pm) printed circuit board assembly (pcba) which would be the first part to try. The rse provided parts ID for the pm pcba for further troubleshooting and repair. This investigation is ongoing.